Manufacturer narrative:
The technician replaced the power cord to repair the bed.

Event description:
Information received indicates the outer sheathing is worn through the power cord and the black wire inside is worn bare.